Event description:
It was reported to philips that exposure was not possible due to a defective imaging module and geopc on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo q35 ipc coa, imaging module kit wp, sibbox unit, and converter 8e velara; intermittent geopc issue persists. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).